Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and discomfort were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.